Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner/sterile package (extrinsic) was melted and/or deformed. The analyst noted the full lead was returned without the outer packaging and inner packaging upon receipt. It appears in the customer supplied photo that the inner packaging was melted on the right side of the customer supplied photo, however, the packaging was not returned. There were no anomalies found with the lead or the leads contents returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The right ventricular (rv) lead was returned to the manufacturer because the lead packaging had melted. The rv lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.